Event description:
Manufacturer received a report of a person sustaining an electrical shock which required hospitalization. The device involved was a patient lift battery charger. Subsequent evaluation showed evidence that the charger had been dropped and subjected to moisture.